Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21065253. Medical device expiration date: 2024-06-07. Device manufacture date: 2021-06-01. Medical device lot #: 20086716. Medical device expiration date: na. Device manufacture date: 2020-08-13. Medical device lot #: 20095853. Medical device expiration date: 2023-09-08. Device manufacture date: 2020-09-04. Investigation summary: a complaint of unopened sets being discolored was received from the customer. An unopened sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The tubing was discolored. A device history record review for model 2420-0007 lot number 20086716 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect is the radiation sterilization process. Depending on the storage conditions, the discoloration can accelerate. The discoloration does not affect the safety or functionality of the finished product. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. A complaint of unopened sets being discolored was received from the customer. An unopened sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The tubing was discolored. A device history record review for model 2420-0007 lot number 21065253 was performed. The search showed that a total of 17,283 units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect is the radiation sterilization process. Depending on the storage conditions, the discoloration can accelerate. The discoloration does not affect the safety or functionality of the finished product. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. A complaint of unopened sets being discolored was received from the customer. An unopened sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The tubing was discolored. A device history record review for model 2420-0007 lot number 20095853 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect is the radiation sterilization process. Depending on the storage conditions, the discoloration can accelerate. The discoloration does not affect the safety or functionality of the finished product. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris¿ pump module administration set was discolored. The following information was provided by the initial reporter: it was reported by the customer that the IV sets are discolored and have a brown tint to them. Verbatim: discolored IV sets the nurses in out patient care noticed that some of the IV tubing was not clear and had a brown tint to them.